Event description:
A malfunction was reported on a pump by the caller, and it was noted that no significant events occurred prior. There was no adverse impact on the customer's blood glucose level. The issue did not cause the customer's blood glucose level to exceed a dangerous level. Tandem technical support provided information for resetting the pump, however, the malfunction recurred, prompting cts to arrange for a pump replacement. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and directed to return the malfunctioning pump to tandem within 10 days. The customer acknowledged the instructions, which included depleting the battery before shipment and programming settings into the new pump upon arrival. A replacement pump was sent to the customer.